Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty interventional procedure. A cuff miss occurred. A second proglide device was used, but while tightening the suture the vessel was still bleeding profusely. The suture broke and a piece of intima came out with the suture. A sheath was placed in the vessel and achieved hemostasis. A dissection occurred. The physician stated that he may have caused the dissection as he used a micro puncture kit and inserted the procedural sheath. The physician stated the proglide may have been deployed in the dissection flap. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The second proglide device referenced, is being filed under a separate medwatch MFR number.